Manufacturer narrative:
No defect was identified during the device evaluation.

Event description:
It was reported that a firefighter allegedly tried loading the cot into the powerload, when the arms allegedly did not raise the cot and the cot legs lowered. It was reported that the firefight allegedly hurt their back when this happened. It was reported that the firefighter allegedly kept holding onto the button so the cot was lowering.